Event description:
It was reported that a malfunction occurred with the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.